Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had alarmed upstream occlusion. The tubing had been verified by the patient to be straight between the reservoir and the pump. Troubleshooting was performed but the alarm persisted. The patient was advised to power off the pump by opening the battery door, to close the clamp nearest to the port, and to proceed to the office as per guidelines. The event occurred during patient use at the hospital and the operator of the device was a health professional. There was a patient involvement.

Manufacturer narrative:
Device was not returned for analysis of complaint. No event history log provided. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.